Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2015-08-03). Extensive functional and mechanical tests were performed with particular focus on the high-frequency output and leakage current of the esg-100 electrosurgical unit, but omsc was unable to prompt any malfunction. All tested operating parameters were completely within specification and no abnormal or faulty behavior could be observed. Also the error log/memory was reviewed, where error code "e124 - the contact resistance of the neutral electrode is too high or the neutral electrode is not connected during activation" was logged 17 times, indicating a problem with the neutral electrode. However, this finding does not have any influence on function and safety of the device and also cannot lead to a perforation of the patient's colon. Therefore the exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the olympus medical devices used during the polypectomy procedure. The case will be closed from olympus side with no further actions but the event/incident will be recorded for trending and surveillance purposes. Olympus submits this event/incident as a medical device report (MDR) in abundance of caution.

Event description:
Cross-reference to MFR report # 8010047-2015-00688, submitted by olympus medical systems corporation (omsc), (B)(4). Olympus was informed that one day after a therapeutic snare polypectomy of the colon procedure with additional clipping (date of procedure: (B)(6) 2015), the patient complained about abdominal pain. The patient was subsequently examined and diagnosed with perforation of the colon which was reportedly treated in an unspecified procedure. No further information was provided but there was no report about a malfunction of the olympus medical devices used during the polypectomy procedure. However, it was reported that the patient as well as the nurse experienced some numbness.